Event description:
It was reported that on (B)(6) 2009 patient underwent left knee replacement. The patient was implanted with the scorpio nrg posterior stabilized femoral device bearing and scorpio nrg x3 device. Following this surgery, patient began to experience significant pain and disability in her knee.

Manufacturer narrative:
The following other device was also listed in this report: scorpio nrg ps femoral #8 left; cat# 81-4408l; lot# k84mne. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding "pain and disability " involving a scorpio nrg knee was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no product specific failure mode was identified. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that on (B)(6) 2009 patient underwent left knee replacement. The patient was implanted with the scorpio nrg posterior stabilized femoral device bearing and scorpio nrg x3 device. Following this surgery, patient began to experience significant pain and disability in her knee.